Manufacturer narrative:
H10. Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and f10.

Event description:
Edwards received additional information through follow up with the healthcare provider. It was reported that a 19mm pericardial aortic valve, implanted 7 years and 5 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The a 20mm transcatheter valve was successfully implanted. The patient out come was reported to be stable. No additional details were provided.

Manufacturer narrative:
Additional manufacturer narrative: edwards received additional information through follow up with the healthcare provider. Supplemental report submitted to update b5 and b7. Based on the available information, the root cause of the event was likely due to patient related factors and the progression of the patient's underlying valvular disease pathology. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm pericardial aortic valve, implanted 7 years and 5 months, underwent a valve-in-valve procedure due to stenosis, leaflet prolapse, and regurgitation. The a 20mm transcatheter valve was successfully implanted. The patient was discharged to rehab in improved condition on post-operative day three.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: supplemental report was submitted to correct the valve in valve procedure was scheduled but not completed. Corrected initial reporter.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration, and/or endocarditis. The device was not returned for evaluation, as it remained implanted. In this case, minimal information regarding this event was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. The root cause of the event remains indeterminable. If new information becomes available, a supplemental report will be submitted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 19mm aortic valve is being evaluated for a valve-in-valve procedure after an implant duration of 7 years, 4 months due to unknown reasons. No other information was provided.